Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The customer's product has been requested for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed in the plastic channel retaining the pins of the usb port. The damage observed to the pins is likely due to the user having incorrect cable into the reader. This leads to the pins within the usb port to be misaligned and results in the port not functioning as intended. Reader did not turn on with button press, strip insertion or usb cable insertion. Customer did not returned usb charger with the reader. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range. Performed a continuity test on the returned usb cable using cable tester and no problem was found. A further extended investigation was performed. Visual inspection was performed using a microscope. The returned reader was further investigated and de-cased. Visual inspection has been performed on the returned reader casing and pcba (printed circuit board assembly). No damage was observed. No corrosion was observed. Visual inspection was performed using a microscope on the returned usb cable, no damage was observed. No corrosion was observed. The reader was brought to the bench for testing. The reader was unable to power up with a button press indicating a possible internal error. The returned reader was inserted in test fixture, and it was observed to power up properly which indicates a poor solder connection between the cpu(central processing unit) module and reader pcba. Additionally, the usb cable was brought to the bench for testing. Performed a continuity test on the returned usb cable using cable tester and no problem was found, indicating the cable was still functioning properly. Pressure was applied to the cpu and connected to the reader¿s usb port to a computer using the returned usb cable, and the connection was successful. A self-test was performed using the reader¿s own approved software. The reader successfully passed all self-tests. Further testing was performed on the reader¿s subassembly. The reader¿s battery was measured using a dmm (digital multimeter) which is not within the specification of 3.7v-4.2v. No signs of damage or inflation was observed in the battery, indicating that it is in stable physical condition. Sleep current of the reader was measured using a dmm between the battery and the reader¿s pcba, and the current was measured which is within specification of 0ma-1ma . The returned reader was monitored under a thermal camera and no issue was observed. The reader was turned on and charging, turned off and charging. The damage which was observed to the plastic mold covering the connections of the usb port is likely the result of an incorrectly inserted usb cable. Therefore, customer¿s complaint ¿fire¿ and ¿reader is too hot to hold¿ was not observed. Furthermore, the reader was successfully connected to computer deeming the reader usb interface fully functional. The observed depleted battery voltage was due to a prolonged storage time of the reader and did not contribute to customer's complaint of reader being "too hot to hold" or ¿fire¿. Functionality and thermal imaging testing were performed, and no abnormalities were observed with the reader. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.